Event description:
It was reported that during testing, the device was in an endless power cycle loop when it was performing its self test. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. The main control keypad assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not verified, nor duplicated. The keypad assembly functioned properly. Further root cause of the reported failure was not determined.